Event description:
It was reported the patient was to have a MRI of the l-spine. It was further reported the patient had a cerebrospinal fluid (csf) leak and the MRI was being done to determine the extent of the csf leak. It was noted the pump was replaced on 2015-(B)(6) and the patient was doing ¿very well¿ post operatively. No further information was provided at this time. The pump was being used to deliver morphine. The cause of the event, symptoms the patient experienced and other actions taken to mitigate the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that the cause of the event was csf leak. The patient experienced a csf leak with an epidural blood patch with flo-seal repair of pseudomeningocele and large csf leak performed on (B)(6) 2015. The event was attributed to the catheter, csf leak at the catheter site, distal (spinal) segment. Per the hcp it was unknown how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).